Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message displayed 'need recovery'. A field service engineer replaced the hard drive, configured it, and synchronized the device. Then, the device was online and communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es displayed error message that it needed recovery. The customer reported that there was a delay to the patient's workflow as the users were unable to use the station. There were no adverse events or injuries reported based on this incident.